Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable creatinine plus ver.2 result for one patient sample. The initial result was 4.20 mg/dl and was reported outside the laboratory. The patient was admitted and a new sample was drawn. The result from this sample on (B)(6) 2015 was 0.73 mg/dl. The original sample was repeated and the result was 0.70 mg/dl. The patient was not adversely affected. The creatinine reagent lot number and expiration date were requested, but were not provided. The customer cleaned the probes and performed a precision check. A specific root cause could not be identified. Review of the provided reaction monitors indicated the most likely cause was too much sample being transferred due to contamination/debris on the sample probe. Review of the provided analyzer alarms indicted frequent errors relating to sample clots and "no fluid". This may be an indication of a preanalytical issue which contributed to the contamination/debris on the sample probe. Based on the provided calibration and qc data, a general reagent issue was not suspected.